Event description:
It was reported via trial that over 2 years post xience v stent implantation in the proximal right coronary artery (prca) and the proximal circumflex (pcx), the patient died from cardiac arrest. Reportedly prior to death, the patient was coughing. Hospice was called in and three days later the patient died. Although requested, there was no additional information provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported death is listed in the instructions for use as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.